Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause of this occurrence is forces imposed upon the device during clinical use. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during an ECMO procedure, the medical staff noticed an acute change in distal perfusion within the patient's leg. Both near-infrared spectroscopy [nirs] and capillary refill testing indicated a decrease in the distal perfusion line even though the perfusion line appeared patent. The attending physician evaluated the patient's leg and even though the patient was improving, the physician felt that the best course of action was to remove the ECMO support. The patient was removed from ECMO support and upon inspection of the distal perfusion cannula, it appeared to be patent and still intact however, there was a large kink in the middle of the cannula that may have impeded some blood flow during the ECMO procedure. The patient required a leg amputaiton. No additional information to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.